Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: "more than 500 mg/dl" (system 1) and 130 mg/dl (system 2).